Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing due to electromagnetic interference (emi)-type noise. Therapy was withheld because the vigilant device's rid+ feature correlated the rhythm. Technical services (ts) assessment noted that onset/stability criteria could be considered if therapy is desired; configuration may also be an option. The device remains in service. No adverse patient effects were reported.